Event description:
It was reported that an alarm 2 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.